Event description:
A pt reported experiencing inaccurate low results. The pt's blood glucose results were 70mg/dl, 137mg/dl. Tests were done within <10 minutes with a difference of 57%. Pt did not experience any adverse events. No further info has been reported.